Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ concentric luer-slip syringe there was an issue with difficult plunger movement. It was stated ¿the plunger is very stiff, so that the correct liquid can not be dosed. The correct pressure can not be handled when administering". There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: twenty 10ml ls sealed samples of lot number 1712007 were received by our quality team for investigation. Upon visual inspection of these samples, no damage or molding defect can be verified in any of them that could be related to the alleged defect. Break out force, sustaining force and silicone content tests are done with the 20 samples received and results meet specification limits. A device history record review found no non-conformances associated with this issue during production of this batch. During manufacturing process break out force, sustaining force and silicone content tests are done per lot according to procedures. On checking the results for this lot, they are within specification limits according to procedure. Break out force, sustaining force and silicone content tests were done with the the twenty samples received. All results met specification limits per policy. Based upon the quality team's investigation, the root cause of this incident cannot be determined. Since no issues were identified during manufacturing process, the manufacturing record established that all production and quality processes were carried out normally, and the evaluated samples met specification limits, we can confirm that the root cause of the non-conformance is not related to a manufacturing defect. Based on severity and occurrence no formal CAPA is required.